Event description:
The patient received the scs system on (B)(6) 2011. It was reported that the patient is feeling parasthesia in bilateral upper and lower extremities even when stimulation is turned off. The physician conducted a nerve conduction velocity test following implant with results being reported as within normal limits. The entire scs system was removed on (B)(6) 2011. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.